Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4): no anomalies found; full lead analyzed.

Event description:
It was reported that the lead was "functioning abnormally". The lead was replaced. No patient complications were reported as a result of this event.